Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker performed a transtelephonic monitoring (ttm) device check. The health care provider (hcp) that was assisting the patient with the transmission reported that they were unable to determine a magnet response. Exhaustive trouble-shooting was performed in attempts to ensure good magnet placement, still, a magnet response was not able to be seen. The hcp could not determine the cause of the clinical observation but suspected it might have been related to the way the magnet was being applied. The patient's underlying/presenting rhythm was variable between 60 and 113 beats per minute.the local boston scientific field representative did not have any further information regarding the ttm check. There were no adverse patient effects reported. The device remains in service.